Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead was fractured. The rv lead was capped/replaced and approximately one month later the lead was explanted.

Manufacturer narrative:
Concomitant medical products: d314vrg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.